Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. The ac power cord was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks and a bent ground pin on the ac power cord plug. The device was returned to the biomedical engineering department with an unsigned note that stated, "sparks coming from inside the plug." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the male end of the ac power cord plug was bent. There were no reports of any adverse patient or staff events, no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.